Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a broken sensor wire on (B)(6) 2014. Patient claimed that upon removal of the sensor pod, the sensor wire was protruding from the patient's skin. Patient inserted sensor into back. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).